Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and pacing impedances greater than 3000 ohms. A lead fracture was suspected. A lead revision procedure was performed during which the lead was cut and capped. There were no additional adverse patient effects reported.